Event description:
On [redacted], the provider had difficulty passing the 3.0 cuff ett (endotracheal tube) despite grade, full view of glottis. Ett was pulled, and the patient required bag mask ventilation and a second intubation attempt.